Event description:
It was reported that a patient using the iLet performed a factory reset without direction from a healthcare professional due to feeling overexerted from moving and experiencing fluctuating blood glucose, after which the patient completed setup with guidance and used oral glucose for treatment; the device problem and component details were not specified. Symptoms included hyperglycemia and hypoglycemia. Outcomes included medication use as an unexpected medical intervention and the event met criteria for serious injury or illness. Investigation included communication with the patient and analysis of user-provided information. Investigation of this case revealed insufficient information about a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.